Manufacturer narrative:
Batch review performed on 4 october 2019: lot 173638: (B)(4) items manufactured and released on 4 october 2017. Expiration date: 2022-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director two years after primary cmented tka a necrosis of the patella, to our knowledge completely unrelated to the previous intervention, led to knee instability. Revision was required to provide intrinsic stability to the joint as the patellar system could not contribute any longer. This problem is unrelated to the existing tka. Additional implant involved: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot. 171885. Batch review performed on 4 october 2019: lot 171885: (B)(4) items manufactured and released on 3 may 2017. Expiration date: 2022-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 174558. Batch review performed on 4 october 2019: lot 174558: (B)(4) items manufactured and released on 12 october 2017. Expiration date: 2022-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
Revision surgery performed 1 year and 9 months after the primary due to knee instability caused by a patella necrosis. The reason of patella necrosis is unknown (no infection present). The surgeon revised the insert and femoral and tibial components.